Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.

Event description:
It was reported that during a coronary stenting treatment procedure, the guidewire got caught in the stent struts. The physician was performing retrograde stenting from a vein graft to the left anterior descending (lad) using a 2.5x24mm taxus express2 drug eluting stent. The stent was deployed at 9 atm and the stent delivery system was removed. During removal of the guidant pilot 150 guidewire, the guidewire reportedly became hung up in the lesion on the stent. The physician made several attempts to pull the wire thru the stent with no success. The pt went to surgery where both the guidewire and the stent were surgically removed and coronary artery bypass surgery was performed. The physician reported that the wire was actually "stuck in one of the stent struts". The pt was reported to be hospitalized and recovering.